Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer intermittently encountered difficulty detecting radiofrequency (rf) head. The rf head was noted to work correctly however the cable was worn with the leads twisted. The upper and lower bullets were missing. The cord bay was broken, complete lid missing. The tip of the stylus was loose with the stylus working intermittently. The keyboard was damaged with the locking latch of the left hinge was damaged. Both keyboard sliding rails were broken. The display hasp left was broken. Th bezel had minor damage on the left side (considered acceptable). The latches of the rear cover were broken. The light emitting diode (led) in the upper case rf head was cracked. The cable rf head was worn, the leads were twisted inside the cable but the rf head was working correctly. The anti slip layer of the rf head label was worn. No power cable was returned with the programmer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.